Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a follow up in-clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 19.6 cm to 19.9 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device.